Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty scope socket could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was also noted that there was faulty scope socket and the lamp life was over 500 hours. The investigation is ongoing. Follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), the evis exera iii xenon light source had a b30 scope communication error during preparation for use for a diagnostic procedure. There were no reports of patient harm associated with the event.